Manufacturer narrative:
This report is submitted on august 11, 2021.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Troubleshooting attempts were made; however, the issue could not be resolved. The device was explanted (specific date not reported) and the patient was reimplanted with a new device.